Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set had leakage. The following information was provided by the initial reporter: we are getting complaints about leakage with the new gravity kits and would like to switch back to the old kits we used. The new gravity kit number 7151, ref# 47177e additional information received from the customer: kindly provide the batch/lot number of the product. Unknown describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Unable to complete patient exam due to leakage from gravity set.